Event description:
Initial reporter stated cassette did not fit into the machine during surgical setup. Surgery was not in progress at the time. However, there was a half hr delay while they attempted to replace the cassette with one that would work. There was no adverse effect on the pt.